Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required chest tube placement and hospitalization. The lesion was 3.1 cm in size and located in the right upper lobe, abutting the fissure. Post-procedure, the patient complained of chest pain, and a small to moderately sized pneumothorax was discovered via chest x-ray. A chest tube was placed to resolve the pneumothorax. The physician did not believe an ion product caused or contributed to the pneumothorax; they believed that it could have occurred with another modality. Per the physician, the pneumothorax occurred because the lesion was abutting the fissure (the distance from the lesion to the fissure was 0); they believed that a pneumothorax was an expected complication of the procedure. The patient was hospitalized for a total of 3 days and then discharged home. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) senior failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the procedure that were relevant to the reported event.